Event description:
The pt was admitted with a subarachnoid hemorrhage and "a strange looking aneurysm or pseudo aneurysm was spotted off a small vessel inferior to the posterior cerebellar artery (pica) off the left vertebral artery. The physician had been unable to reach the aneurysm with the microcatheter and transend guidewire. The guidewire was exchanged for the device in question. As this was being advanced, it perforated a vessel below the pica. The physician removed the guidewire and confirmed the perforation by observing a "blush of contrast outside the normal vessels (in csf space)". The pt's blood pressure elevated slightly, so protamine was administered to reverse the heparin. The physician did not attempt to access the lesion and placed several coils to successfully stop the bleeding and flow into the lesion. The physician noted that the guidewire may have "steered under pseudo-aneurysm flap and pushed into friable material."